Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The abrasions on the rod contact surfaces of the set screws indicate that at least two of the set screws were not optimally seated onto the rod.

Event description:
It was reported to k2m, inc., on (B)(6) 2016 that a revision surgery took place in which a migrated set screws were removed. The patient reportely had migrated set screws approximately 3 months post-op.